Manufacturer narrative:
There was no patient present when this issue was identified. A medtronic representative went to the site to inspect and test the equipment. While troubleshooting the imaging system, the medtronic representative, deduced that the din rail mvs ac in svc kit, required replacement. After replacing the part, the medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. No parts have been received by the manufacturer for evaluation. No further issues have been reported.

Event description:
A site representative, biomed, reported that, the site's imaging system mobile view station would not power on. No further details regarding this issue, or specifically when it occurred, were provided. There was no patient present when this issue was identified.